Manufacturer narrative:
This report in it's entirety was completed solely by st. Jude medical, inc., crmd. (B)(4).

Event description:
It was reported that the lead was repositioned due to high thresholds. It was also reported that after numerous lead repositions, the helix would not extend. As a result, the lead was explanted.